Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the ethicon product (stratafix suture) involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon (stratafix suture) products used in this procedure? Citation: journal of international medical research 0(0) 1¿8. (B)(4).

Event description:
It was reported via a journal article"title: primary closure with knotless barbed suture versus traditional t-tube drainage after laparoscopic common bile duct exploration: a single-center medium-term experience". Authors: huijiang zhou, shuaiwang, fuxiang fan and jingfeng peng. Citation: journal of international medical research 0(0) 1¿8. Doi: 10.1177/0300060519878087. The objective of this retrospective study was to evaluate the safety and effectiveness of laparoscopic cbd exploration (lcbde) in the primary closure of the common bile duct (cbd). A total of 79 patients with choledocholithiasis underwent lcbde with primary closure of the cbd (primary closure group, n=38) or t-tube drainage (t-tube group, n=41) from november 2013 to june 2018. Of the 38 patients in the primary group, 20 were females and 18 were males with mean age in years of 52.7±11.6. In the primary group, a continuous suture using 4-0 knotless stratafix¿ (ethicon inc., somerville, nj, USA) was used to close the cbd after removing the stones. The median follow-up period was 21.5 months (range, 6 47 months). One patient had biliary leakage and 1 patient had abdominal blood oozing. Both patients recovered with conservative treatments. On follow-up, 1 had mild bile duct stricture on imaging but without discomfort. The authors concluded that after lcbde and intraoperative choledochoscopy, primary closure with knotless unidirectional barbed sutures is a safe and effective therapeutic option for patients with cholelithiasis and concurrent cbd stones. This is especially true when the cbd is dilated more than 8 mm..